Event description:
A surgeon reported a patient with an area of the flap that was not cut, with extra air bubbles around it following the creation of the flap in both eyes; surgeon tried to lift the flap but had difficulties opening the area near the hinge. The surgeon did not open the flap on the left eye as the non cut area was larger and centrally. Patient is scheduled to be retreated in six weeks. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be files as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).